Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: rel46j, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was used in the endovascular treatment of a 60mm aneurysm in a patient. It was reported that during the index procedure the reliant balloon was inserted to the proximal portion of the main body of the implanted stent graft and the balloon ruptured. An additional reliant balloons was used and this also ruptured. On another attempt with a third reliant balloon the procedure was successfully completed. Per the physician the cause of the event may have been related to the patient calcification in the proximal neck but it was noted that the stent graft may have also been an issue. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
The balloon material had torn in a radial pattern. The material was jagged and uneven along the tear site indicating the material had been damaged prior to separation. The balloon material distal to the tear was pulled distally over the tip. If information is provided in the future, a supplemental report will be issued.